Event description:
It was reported that the patient experienced discomfort at the ipg site since implant. As such, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2023 wherein the ipg was revised. The existing ipg was relocated to a new pocket to address the issue. Reportedly, the ipg site pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.